Event description:
On (B)(6) 2024, a bilateral deep brain stimulation (dbs) procedure was started using the clearpoint system and associated accessories for navigation under MRI. The smarttwist mr hand drill and smarttip mr drill kit were used to create the access through the skull. Bleeding was observed when the surgeon was attempting to widen the access hole. As described in the feedback details, the surgeon made no allegations that the bleeding observed while widening the access hole was related to the usage of clearpoint neuro's products. Clearpoint neuro products were used as intended throughout the procedure. The procedure using clearpoint neuro's products was aborted and the patient was transferred to the operating room. As of (B)(6) 2024, the surgeon confirmed that the patient was doing well and another surgery will be planned.

Manufacturer narrative:
Clearpoint neuro products performed as intended throughout the procedure and no malfunction occurred. There was no evidence suggesting that the bleeding was related to clearpoint neuro products. There is no tangible clinical risk to having these products continue to be distributed and used in the field. The surgical team appeared to use the clearpoint neuro products appropriately. Patient factors, including enlarged ventricles that mandated a lateral entry approach, moderate brain atrophy with exposed vasculature within enlarged sulci, and a steep slope to the skull, significantly contributed to a technically difficult surgical exposure. At some point during this exposure, vascular injury occurred and resulted in progressive bleeding that mandated further intervention. However, this was not related to any clearpoint neuro-specific product, process or action.